Event description:
A nurse reported the luer lok adapter and cannula detached from the syringe when priming the syringe prior to use. There was no pt impact associated with this event.

Manufacturer narrative:
The device has not been returned for evaluation. Device records review indicated the product met release criteria. No loose luer lok adaptors were noted for this batch record. A functionality test was performed on retention samples; samples functioned properly. There have been no other reports in this lot number.